Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also noted that the ipg had slipped midline over to the spine. The patient underwent a revision procedure wherein the pocket was relocated and extensions were added. The patient was doing well post-operatively.